Event description:
It was reported that the patient received inappropriate therapy. The right atrial (ra) lead experienced undersensing and non capture. The implantable cardioverter defibrillator (ICD) had episodes which indicate atrial fibrillation (af) with rapid ventricular response (rvr). The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 4968, implantable pacing lead, implanted: (B)(6) 2009; 0085, competitive implantable tachy lead, implanted: (B)(6) 2010. (B)(4).